Event description:
Dr. Used antibiotic simplex for a total hip replacement case at (B)(6) hospital. At approximately 9 minutes, the two mixes of simplex used to cement a rimfit cup into the acetabulum had fully gone off, requiring immediate cup removal and revision as he did not have enough working time to position the cup to his liking. Dr. States he had a case on (B)(6) 2024 also at (B)(6) hospital in which the simplex also went off on or around 9 minutes during use. Hospital staff has compared the cement used in both cases and has found them to be from the same lot: tje004. The hospital has since removed their remaining two boxes of simplex with the same lot number from their shelf. The surgery required approximately 30 extra minutes due to the original rimfit cup needing removed and implantation of a new one.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
Dr. Used antibiotic simplex for a total hip replacement case at (B)(6) hospital. At approximately 9 minutes, the two mixes of simplex used to cement a rimfit cup into the acetabulum had fully gone off, requiring immediate cup removal and revision as he did not have enough working time to position the cup to his liking. Dr. States he had a case on (B)(6) 2024 also at (B)(6) hospital in which the simplex also went off on or around 9 minutes during use. Hospital staff has compared the cement used in both cases and has found them to be from the same lot: tje004. The hospital has since removed their remaining two boxes of simplex with the same lot number from their shelf. The surgery required approximately 30 extra minutes due to the original rimfit cup needing removed and implantation of a new one.

Manufacturer narrative:
Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Product inspection on the retained products: visual inspection: visual inspection was performed on three retained samples from the reported lot while mixing the cement product. Visual inspection indicated, "no unusual characteristics were observed. The samples appeared to have a homogenous appearance." Functional inspection: functional testing was performed on three of the retained samples of the reported lot to verify doughing time, working time, and setting time of the product. The samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate ten-packs were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 1 other similar event for the reported lot. Pr also relates to setting time. Conclusions: it was reported that at approximately 9 minutes, the two mixes of simplex used to cement a rimfit cup into the acetabulum had fully gone off, requiring immediate cup removal and revision as the surgeon did not have enough working time to position the cup to his liking. The reported devices were not returned; however, testing was performed on three retained samples from the same lot, and all samples met the required specification for the test. The reported event is not confirmed and a root cause cannot be determined. A variety of factors can affect how simplex cement mix performs during surgery, such as storage conditions and handling techniques. The IFU packaged with the device at the time of manufacture indicates the following relevant instructions for storage and handling: "store in dark at temperature below 25°c," and "before mixing antibiotic simplex bone cement with tobramycin, care should be taken to allow the cement components to reach operating room temperature." The IFU also states instructions for mixing the cement as well as a setting time chart which provides a reasonable indication of the cement¿s mixing and handling characteristics for the particular operating room temperature. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.